Manufacturer narrative:
Per the clinic, the recipient underwent revision surgery on (B)(6) 2013. This report is filed december 17, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the electrode array. Revision surgery to place the electrode array back into proper position has been completed (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.